Manufacturer narrative:
Reporter occupation is lay user/patient. The customer¿s strips and meter were returned for investigation. The test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1 (hct: 45%): 2.8 inr. Retention meter and master lot strips: 2.8 inr. Customer meter and strips: 2.8 inr. Donor 2 (hct: 48%): 2.4 inr. Retention meter and master lot strips: 2.4 inr. Customer meter and strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result was 3.9 inr and within 4 hours the meter result was 2.6 inr. The meter result of 3.9 inr was not believed to be correct. The patients therapeutic range is 2.0-3.0 inr and tests once a week. The patient is in stable condition.